Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-oct-2018. The most recent information was received on 08-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("strong belly pain") in a 45-year-old female patient who had essure (batch no. B40025) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), depression ("depression"), pain in extremity ("strong legs pain"), muscle spasms ("muscle cramps"), migraine ("migraine"), tension headache ("headaches / tension headaches"), weight increased ("weight gain") and pruritus ("pelvic itching"). The patient was treated with surgery (essure and fallopian tube removal performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, depression, pain in extremity, muscle spasms, migraine, tension headache, weight increased and pruritus outcome was unknown. The reporter provided no causality assessment for abdominal pain, depression, migraine, muscle spasms, pain in extremity, pruritus, tension headache and weight increased with essure. The reporter commented: she was followed by a naturopath in order to "detox" her body. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 31-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("strong belly pain") in a (B)(6) female patient who had essure (batch no. B40025) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), depression ("depression"), pain in extremity ("strong legs pain"), muscle spasms ("muscle cramps"), migraine ("migraine"), tension headache ("headaches / tension headaches"), weight increased ("weight gain") and pruritus ("pelvic itching"). The patient was treated with surgery (essure and fallopian tube removal performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, depression, pain in extremity, muscle spasms, migraine, tension headache, weight increased and pruritus outcome was unknown. The reporter provided no causality assessment for abdominal pain, depression, migraine, muscle spasms, pain in extremity, pruritus, tension headache and weight increased with essure. The reporter commented: she was followed by a naturopath in order to "detox" her body. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.